Event description:
Tech serviced bed on 7/26/96. Caregiver noted sand on pt, floor between 7/27/96 and 7/28/96. Caregiver called tech on 7/29/96. Tech instructed caregiver to pad bed with another sheet until he could visit. Tech visited on 7/29/96 and changed sheet again. When tech changes the sheet, the rubberized railing is removed. Caregiver noted sand again on 7/31/96, but not as much. Caregiver called tech and he visited on 7/31/96 and changed the sheet again. On 8/1/96 caregiver had not noticed any more sand.